Event description:
It was reported that the on/off switch would not turn on. This can prevent the system from powering up or booting up. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The power switch was replaced during the service call. The system was tested and found to be working as intended and put back into service.